Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. Receiver does not boot up. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.